Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15196. It was reported the pt experiences heating at the pocket site while charging her ipg. The pt indicated her pocket site feels hot most of the time, but especially while she is charging. The physician prescribed lidocaine, however the pt has not used it. A replacement charging system was sent to the pt. On (B)(4) 2012, st. Jude medical neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was reported.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.